Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when administering an IV push the user noticed leaking at the connection of the smart-site needle-free valve and texium. Trouble shooting included tightening the connection however the leak continued at the connection."upon disconnection the user noticed the medication within the tip of the texium connector."